Event description:
It was reported that the patient had high impedance. The patient was replaced, and the lead has not been received by livanova to date. No additional or relevant information has been received.

Event description:
The generator was returned for product analysis. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The internal data on the generator contained high impedance during the last 25% increase in impedance, however as both values were high, it is unknown when the high impedance occurred. There were no performance or any other type of adverse conditions found with the pulse generator. No additional or relevant information has been received to date.